Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who underwent primary breast reconstruction with an unspecified mentor tissue expander on the left side, suffered spontaneous breast implant deflation, post-procedure. It was reported that every time they would add, two days later, it would reduce in size, and upon explantation on (B)(6) 2020, it was discovered that there was leak by the device's port when it was squeezed. The patient underwent replacement with a 550cc mentor gel smooth implant.